Event description:
The customer reported that on (B)(6) 2011 a suppressed direct high-density lipoprotein cholesterol result (hdld) with an instrument flag was generated on a unicel dxc 600 synchron system for one patient. The instrument flag was an oir lo flag which indicated that the result was out of instrument range low. The initial suppressed hdld result was reported outside the laboratory as "<5 mg/dl". There was no death, serious injury or change to patient treatment associated or attributed to this event. The sample was not repeated in diluted form or sent out for confirmatory testing by another method. The corrected hdld result, if any, for this sample is not known. No other chemistries were affected by the event. No other system issues were noted and the customer indicated instrument chemistry quality control results were acceptable during the timeframe of the event. No patient specific information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site as the issue appeared to be an isolated sample-specific issue. No sample was available for beckman coulter inc. Testing. A definitive root cause for this event has not been determined to date.